Event description:
Reporter alleged blood glucose results measured 102, 132, and 79 mg/dl all performed within 10 minutes of each. No actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.